Event description:
Failure of pall filter during transfusion of packed red blood cells. Filter leaked from seam resulting in blood spill on floor and waste of 1 unit of packed red blood cells. Filter was attached to blood unit appropriately and had an alaris blood set for the alaris 7230 IV pump. Pump repeatedly alarmed for upstream occlusion. Staff removed set from pump, opened all clamps and placed a pressure infusion cuff inflated to 200 mmhg. Blood was flowing appropriately and rate adjusted with thumb slide. After short time leakage was observed and transfusion was terminated.